Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issues with the insulin pump. Customer's blood glucose reading at the time of the incident was 300 mg/dl. Customer reported that the pump alarmed battery out limit and has a blank display. Customer also reported that the insulin pump has an unresponsive keypad and is damaged at the battery compartment. Advised discontinuation of the insulin pump and revert to back up plan per health care professional.  Product is expected to return.

Manufacturer narrative:
The insulin pump received with no button response at esc button due to unlocked connector on lcd board. No button error alarm and frozen screen noted during testing. Unable to confirm unexpected battery out limit alarm and unable to perform any tests due to button unresponsive. No blank display noted during testing. Pump received with broken battery tube thread, broken reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.